Event description:
A report was received that the patient had high impedance and underwent a revision wherein the leads were replaced with new ones. The patient was doing well postoperatively.

Event description:
A report was received that the patient had high impedance and underwent a revision wherein the leads were replaced with new ones. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Device evaluation indicated that the leads passed mechanical test performed. The complaint has been confirmed. Visual and x-ray inspection revealed that five of the cables of (B)(4) and six of the cables of (B)(4) were completely broken at the bent/kinked location of the leads.